Event description:
Ous MDR - after an implantation period of about 7 months, elevated threshold values of 7.5v @1.5ms were reported. During the revision procedure a possible lead fracture between the first and second ring was assumed. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis confirmed the clinical observation of a broken df4 connector proximal to the connector ring 2. In this region the conductor to the ring electrode was found fractured. It is reasonable to assume that the damage occurred during the surgery. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.